Manufacturer narrative:
Per the customer, qc before and after the event was within established specifications. A field service engineer (fse) was dispatched and performed instrument cover and glucose channel modifications. The fse continues to monitor the account. Root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards obtaining one erroneously low glucose (glucm) result of 1.7 mmol/l (30.6 mg/dl) that was generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was questioned by the lab information systems (lis). The samples were repeated on an alternate instrument and obtained a result of 4.9 mmol/l (88.2 mg/dl) and was reported out of the laboratory. 4. Patient treatment was not affected in this event as the customer verifies the results through lis and reruns are carried out for confirmation prior to reporting.